Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found a defective cable was causing the broken image issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was previously reported that there was foreign matter discovered in a device component. This report was made in error. There was no foreign matter reported or discovered to be in the device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device would not produce an image. The following additional findings were also noted: appearance defects (physical/chemical stress). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the customer's returned camera head unit, it was discovered that the device would not produce an image. Foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.